Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The clinical event data from the event was returned and evaluated. Review of the data indicated the device ECG algorithm identified 2 of the 3 analyzed ECG segments as shockable. The ECG waveform changed between the 1st and 2 second segments. However the pads used do not allow CPR data recording and were not returned for evaluation. It was determined that the device worked as designed and configured, within the limitations of the technology available. The AED pro device involved in this event is not automatic. The device ECG algorithm prompts with a recommendation based on the evaluated ECG waveform. The device does not provide therapy without activation of the shock button by the operator. Therefore, this claim has been closed as device meets specification. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the patient subsequently expired, however they believe it was not a result of the reported malfunction.